Event description:
It was reported that during a knee arthroscopy and a meniscal repair both anchors (t1 & t2) deployed but disengaged from meniscus when surgeon pulled on suture to tighten & secure knot. No significant delay or patient injury reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.

Manufacturer narrative:
One (B)(4) fast fix 360 curved needle delivery system device returned. T1 was not returned. T2 and suture were returned separated from the device. Suture appeared loose and knotted @ t2. T2 was ¿v¿ shaped which indicates being pulled back through tissue post deployment. The depth limiter was attached and undamaged. The needle shows no damage. The device cycled or actuated as expected. Reasons for anchor insecurity can be: 1) difficulty with reaching the desired tissue location. 2) inadequate tissue conditions. 3) incomplete needle penetration through meniscus. 4) anchor proximity; tension causing t1 to pull t2. Occurrences are monitored through surveillance.